Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2013 with the following findings. No defect found. Unable to duplicate the complaint during the investigation. Review of alarm history show no errors or alarms related to the complaint. The total daily insulin totals prior to the event add up appropriately and reflect the users programmed basal rate. Pump successfully completed 29-hr flow accuracy test and was found to be delivering within the specified range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas for another matter and during that conversation he alleged the following: since receiving this pump in (B)(6) 2013, he has had multiple low blood glucose (bg) levels. Recently he had a low bg occurring in the afternoon. On (B)(6) 2013, he had a low bg for which he required assistance: he ate lunch, bolused (confirmed in history) then went to grocery. When unloading groceries about 15:30 to 16:00, he had a seizure. Wife administered glucagon and called 911. States when technicians arrived about 20 minutes later, bg was 60 mg/dl. He was not transported to hospital. States he ate enough carbohydrates at lunch to cover what he took for bolus. His medical history includes a kidney transplant 2 years ago. He is on anti-rejection drugs and currently receiving chemotherapy for a brain tumor diagnosed in (B)(6) 2012. He lost (B)(6) in (B)(6) 2012 due to chemo, and regained 10 pounds last month. He has decreased appetite, stamina, and activity due to the chemo. Customer support (cs) review found all rates and settings as desired, I:c, isf, bg target and iob programming as desired. No alarms on (B)(6) 2013. Patient changes his cartridge every 4-5 days and changes his site on sundays and thursdays. Pump suspended per patient on (B)(6) at 15:58 and resumed at 16:33. Cs advised patient there is no mechanical problem with pump, that weight loss may contribute to low bg. Advised it has been adequately determined that the event does not involve a possible malfunction of the device. Advised to contact health care provider (hcp) for further assistance with bg management. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.